Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient experienced that the three infusion set cannulas were kinked. Within 3 or more hours of insertion customer noticed symptoms. At the time of issue blood glucose was above 200 mg/dl and above 300 mg/dl, for all events. Additionally, location site was regularly rotated. The patient changed supplies as necessary and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.